Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has not reproduced the described customer issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The review of the returned device logs confirm the reported issue. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator was triggering an alarm for high oxygen concentration. There was no patient harm. Manufacturer's ref #: (B)(4).